Event description:
Pt had antibiotics hanging as a secondary set to ns primary infusion. Medication and fluid set up on a pump. Secondary y-d into primary tubing above channel connection. Pump set to infuse; clamps opened. The nurse left the room, returned to room to check on pt to find that there was a pool of liquid and blood next to the pt's bed and on the floor. The fluid was noted to be coming from the y-site below the channel. The infusion was stopped. IV was flushed and no issues noted with patency of IV. FDA safety report ID# (B)(4).